Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin, and the insulin gauge displayed a fill estimate that was lower than expected. The customer was unable to provide the fill estimate amount or the date of the reported occurrence. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.